Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-jun-2019 with the following findings: during investigation, the pump powered on with a clear and legible display. The complaint of a blank display was not duplicated. The pump case was opened and no moisture or damage was found to the internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.